Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. Customer's mother attempted to treat low bg by giving water, coke and a snack. The patient was taken to the emergency room. No additional patient or event information was available. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. A replacement pump was sent to the customer.